Manufacturer narrative:
Additional information was received on august 30, 2016. The procedure being performed was a ventricular tachycardia ablation. A transseptal puncture was performed to access the left atrium through the right atrium. However, there were no ablations done in the left atrium. It is unknown if the smarttouch catheter was in the heart while mapping with the soundstar catheter but it is assumed not to have been. There was no malfunction or error on any bwi equipment during the procedure. A stockert 70 generator was used during the procedure. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # fg-5400-00j, serial# (B)(4)). Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool; smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a percutaneous cardiopulmonary support (pcps) device and surgical intervention and later died. Geometry map of the ventricles and cusp was performed with a soundstar catheter. Mapping of the left ventricle was performed with a pentaray catheter. Ablation in the left ventricle was performed with a thermocool smarttouch bi-directional navigation catheter. After ablation had been performed, the patient became hypotensive. Tamponade was confirmed via soundstar catheter. Remainder of procedure was aborted. Pcps was initiated. The patient then underwent a thoracotomy to repair the injury. Three days post-procedure, on (B)(6) 2016, the patient expired. There is no information regarding an autopsy. Physician did not provide a causality opinion of the tamponade or death. It was noted that the physician indicated that the event may have occurred as a result of puncturing the left atrial appendage (laa).